Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic, upon interrogation the pulse generator exhibited a diagnostics anomaly. No intervention had been reported. The patient did not experience any symptoms.